Event description:
I had mentor silicone implants put in 2009, and I had symptoms of auto immune disorder after only a few months: dry eyes, blurry vision, sensitive to light and cold, fibromyalgia, fatigue, stiff neck, irritability, brain fog, pain in lymph node area in armpit, food sensitivities, weight gain. Within the year, I was seeing a holistic therapist because the symptoms got worse. I have learned to deal with a new normal but found the breast implant illness page on (B)(6) in 2016, and now I understand that this is exactly what I have. I plan to get them removed in 2020 when I am done nursing my son, but the cost will be (B)(6) and I have suffered for 10 years.